Event description:
Physician was performing a routine retropubic inside-out approach and perforation of the bladder occurred. Otherwise case was uneventful and sling implanted without any difficulties.

Manufacturer narrative:
Evaluation codes: there was no device malfunction during the procedure. Device functioned according to specifications.